Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the sensor was giving inaccurate readings. Sensor reading was around 90 mg/dl and blood glucose was around 45 mg/dl. Customer stated when her blood glucose was low the sensor does not detect it. Customer stated the issue occurred about two weeks from report. Sensor did catch up to blood glucose. Customer stated the issue has occurred twice and does not have the lot numbers. No further information reported.